Event description:
The user facility reported a 74 year old male was implanted with a impella 5.5 for support during a high risk cardiac procedure. It was reported that repositioning was attempted due to orientation toward the mitral valve, but the device could not be turned despite torque applied at the blue suture hub. The device was left at approximately 2.6 cm. During surgical management of chest bleeding on the graft side, the device was inadvertently pulled into the aorta. The patient¿s act prior to impella insertion was reported between 400¿800, and multiple re-cross attempts were unsuccessful. Hemodynamically, the patient appeared stable; however, the physician elected to remove the pump to avoid potential damage to the aortic valve. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Device in wrong position: the root cause of the positioning issue was not determined due to lack of sufficient conclusive evidence from provided clinical details. Device history review: the device passed all post sterile inspection checks.